Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular. Perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced a fever so antibiotics were given. The patient was suspected of having heparin-induced thrombocytopenia, and had chronic bleeding from the nose and lungs, so anticoagulation was withheld and bivalirudin was added to the purge. The patient remained in a state of atrial fibrillation as cardioversion was unsuccessful. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be patient condition because of the bleeding from multiple locations. The cause of the fever, thrombocytopenia, and epistaxis was not determined due to insufficient clinical details. The root cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.